Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: a review of the black box showed unexplained power on resets. No damaged was found to the returned battery cap or battery compartment. No moisture/corrosion was found in the battery compartment. The returned battery cap measurements were within specifications. The returned battery cap tightened to the pump with no visible yellow o-ring. The pump powered up to the verify screen with the auditory and vibratory alarms. The pump was run for 24 hours and no power on resets were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.